Manufacturer narrative:
The type of investigation coding has been updated.

Event description:
It was alleged that a patient received discrepant results when testing with a coaguchek inrange meter. A sample from the patient was tested in the laboratory using the stago neoptimal chronometric method, resulting in a value of 2.2 inr. Within 3 hours of laboratory testing, a sample from the patient was tested with the meter, resulting in a value of 2.9 inr. On (b)(3) 2023, a sample from the patient was tested in the laboratory using the stago neoptimal chronometric method, resulting in a value of 3.17 inr. Within 3 hours of laboratory testing, a sample from the patient was tested with the meter, resulting in a value of 4.2 inr. The patient's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(4). A retention meter was sent to the customer for comparison testing. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." E3: occupation is patient/consumer